Event description:
A voluntary medwatch was received from the customer which states: "during closure of arteriotomy site using perclose device, md unable to remove device once inserted. Artery badly calcified. When device removed, 15" section of cath remained in femoral artery. Required surgery to remove." Add'l info received from the facility indicated that the pt underwent a diagnostic procedure. The physician attempted to close the arteriotomy with the closer tsl 6 fr device. The pt's vessel was highly calcified difficulty was encountered inserting the device. The physician applied force on the device to insert it and the sheath crimped. The physician's assistant suggested that they rewire and dilate the vessel up to a 7 french sheath however the physician determined to continue to attempt through the 5 french sheath. Eventually the physician decided to abort the procedure however at this point the device could neither be inserted nor removed. The physician pulled on the device and it broke in two at the struts that house the the foot. The foot was in the parked position. A vascular surgeon was called and performed a blunt dissection and unsuccessfully attempted to remove the sheath end of the device. The pt was taken to surgery for removal of the sheath. Surgery was successful and the pt recovered. The pt underwent surgery the following day.